Manufacturer narrative:
Zimvie complaint number: (B)(4).

Event description:
It was reported that patient began having throbbing pain with implant so we sedated patient and opened up area and implant was mobile and a sinus communication had developed. Packed socket with a membrane and bone and will replace in a few months.

Manufacturer narrative:
Zimvie received one (1) t3pt5410, (t3 pro tapered implant 5/4mm (d) x 10mm (l)) for evaluation. Visual evaluation / functional test was performed, no damage that would cause or contribute to the event. Measurements match drawing. DHR review was completed for the subject lot number 2022090364. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2022090364 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : medical : perforated sinus. The customer did not submit images for the reported event. Based on the investigation and risk management file review as per rm-00053-haz, the most likely root cause determined from the investigation was inadequate treatment planning. Therefore, based on the available information, a device malfunction did not occur. The implant had no damage that would cause or contribute to the event. Measurements match drawing. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: b4: date of this report. D9: device availability. G3: date received by manufacturer. G6: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes". H6: entered evaluation codes. H10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.